Event description:
It was reported that during follow up visit the patient was unable to make recordings with the patient activator, despite changing the batteries several times. The patient activator was tested in clinic with new batteries and again failed to work. A new activator requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).